Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012:the patient underwent a hernia repair surgery and received a bard ventralight st to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove the mesh, which was causing chronic pelvic pain. The surgeon noted that the greater omentum was completely covering the mesh on the left abdominal wall. The surgeon then lysed those omental adhesions. On (B)(6) 2014: the patient underwent an additional surgery indicated by recurrent left lower quadrant pain. The surgeon noted that there were omental adhesions to the previous mesh. The surgeon took down the omental adhesions, removed the mesh and repaired the spigelian hernia. The product implanted in patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the product was initially implanted to treat. The patient have been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the defective bard ventralight st.